Manufacturer narrative:
Further review of the device history log did not find evidence to support the reported event. It cannot be determined by the review of the log that the device was not capable of delivering a shock. The history log showed no evidence of any shock attempt made or any failed shock attempt. The clinical data from the reported event was not available for review. Without the device or clinical data available for evaluation, the reported malfunction cannot be confirmed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. However, the device history log was provided. Review of the device logs indicate that the device was being operated in a low battery condition. The original batteries were reinstalled and the battery button was pressed to clear the low battery condition. However, this does not solve the low battery condition since the batteries were not replaced. Review of the device log does not show any critical errors and the device performed to specification. Analysis for reports of this type has not identified an increase in trend.